Event description:
Approximately 10 days following a primary gore tag thoracic endoprosthesis procedure in a trauma patient, a reintervention was necessary to resolve partial invagination. The physician attributed this event to too small of an aorta in the trauma region. The invagination was unable to be resolved in this secondary procedure. The patient is currently in ICU (ploytrauma related). An additional reintervention is pending patient status.